Manufacturer narrative:
This supplemental report is being submitted to provide additional information.. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The testing indicated no microbial growth for the subject device. After the testing, the subject device was evaluated by (B)(4). The evaluation confirmed that the inner part of the bending section was deformed. The distal end cover and the rubber on the bending section showed signs of wear and tear.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus was informed that during surveillance culturing test by the facility, the suction channel of the subject device tested positive for streptoc. Mitis / oralis and the biopsy channel tested positive for streptococcus sanguinis. The distal end of the subject device had been brushed with non-olympus cleaning brush and the subject device had been reprocessed using olympus automated endoscope reprocessor model etd-3 (not available in the USA) with peracetic acid. There was no report of infection associated with this report.